Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking near the pneumatic tap. Customer loaded a new cartridge to address the issue. In addition, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, a cartridge change error occurred. The customer loaded a new cartridge to resolve the issues. Customer's blood glucose was 185 mg/dl.